Event description:
This is a case report received through the (B)(4) through baxter's after-hours call service on (B)(6) 2010 from a male home patient (hp) (B)(6) reported that on (B)(6) 2010 the homechoice machine sounded a 2240 alarm (air in set) during fill 5/5. The hp was connected to the device at the time of the alarm and didn't disconnect at any time prior to the alarm. The hp stated that they checked lines and bags. Hp found no fluid leaks but stated that the connection to the heater bag seemed loose. Technical services rep (tsr) had hp disconnect using aseptic technique and removed cassette. The hp to notify renal nurse (rn) of missed therapy in the morning. No clinical consequences for the patient have been reported. No sample is available for evaluation.

Manufacturer narrative:
(B)(4). This report for the se 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown; therefore a batch review was not performed. This review found the labeling adequate for the suspected use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknown.